Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
The initial report for this incident used the incorrect manufacturing site code. The correct code is (B)(4). UDI-di: (B)(4).